Event description:
It was reported by the neurologist that the patient passed away. The cause of death was ruled as natural causes. The disposition of the vns device is unknown. No other relevant information has been received to date.